Event description:
Following a ptca with stent procedure, the angio-seal device was deployed. Hemostasis was not achieved with the device and a femostop was placed. Shortly following the procedure, the pt developed acute limb ischemia and was taken to surgery for the removal of intra-arterial collagen. The pt received reopro which infused overnight. The pt was discharged on 6/26/99.